Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened blue company iii handpiece injector was returned for evaluation for the report of defected company product caused broken iol during implant. A visual inspection of the iol handpiece injector was performed and was found to be nonconforming. The plunger is bent upward at the plunger head. A functional thread to barrel engagement check was performed and was found to be conforming. Finally, a dimensional plunger position height check was performed and was found nonconforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The handpiece injector was manufactured in march 2017. The evaluation does confirm the injector plunger has a bend at the plunger head resulting in a slightly high plunger position. The root cause for the nonconforming plunger height is from poor handling, but when and how the plunger position became damaged cannot be determined from this evaluation. An high plunger position could damage the lens during delivery and/or could result in the plunger overriding the iol, thus the iol would remain in the cartridge. This injector has been in service for approximately two years. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the second lens was broken like the first one was.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant procedure, the haptic of the iol broke during the implantation of the lens. The lens was removed during the initial procedure and a new lens was implanted. The patient experienced a posterior chamber rupture upon the second lens being implanted and the second was removed during the same procedure. A third new lens was implanted successfully made from another company. Additional information has been requested.